Event description:
Meter was missing partial segments while attempting to test. The issue began two weeks before calling lfs. The pt reported no high or low blood glucose symptoms while attempting to test. Pt tested blood sugar the same day that they called and obtained a result of 166mg/dl. Visited physician for a routine exam. No blood glucose tests were performed, nor was any treatment given. The issue was not resolved with troubleshooting. No further info has been reported.